Manufacturer narrative:
A device history record was conducted, and all mfg operations were found to be within spec. A review of the lot 742684 history found no other complaints for the lot reported. I-flow received one empty and used sample for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 65ml and flow rate accuracy test was performed. The flow rate accuracy was within spec. In addition, retain samples from lot 742684 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 60 ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within spec. Product complaint was not confirmed.

Event description:
(Drug/diluent: sandostatine 300 in 60ml). Flow rate too fast. (Fill volume: 65ml and flow rate: 2ml/hr). The pump infused in 20 hours instead of 24 hours. No adverse event occurred.